Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the cataract surgery with intraocular lens (iol) implant procedure the patient suffered from several intolerances. Additional information received and stated that, since lens was implanted the patient had stinging in left eye, daily severe headaches, fingernails cracked, head overheated, optic nerve irritation, sand grain sensation which led hospitalization. Continuation of sicca therapy recommended additional information has been request.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that following the iol implant the patient experienced overheating at the head, forehead and all-round head, head throbbing, irritation of the left eye with burning, itching and stinging sensation. Pressure in the left eye towards the nose and irritation of the optic nerve. Can partly open the eye badly, due to sand grain feeling, listlessness, lack of energy/exhaustion, sleep disturbances and fatigue. The patient also had dry mouth and eyes, electro sensitivity, restlessness, weakness. Neuropathies, fingernail anomalies, cracked and breaking. Fingertips are sensitive to pain and unprotected. The patient assumes that the blue light filter is the disturber, sometimes more intense at least borderline. Muscle test or testing via bio resonance performed with different persons - left turning. Lymphocyte transformation test was performed and showed no evidence of type IV cellular sensitization to the tested material. Basophil degranulation test for allergen: eye lens iol: <50 pg/ml (values of > 200 pg/ml show an existing sensitization to the corresponding allergen. A detailed discussion of findings was made. The complaints cannot be explained ophthalmologically. There is no acute need for action. We recommend the continuation of the sicca therapy. In case of persistent complaints with periorbital pain we recommend a neurological evaluation with cardiac magnetic resonance imaging (cmri) of the orbit if necessary.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. There have been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).